Event description:
It was reported that the pt has expired. The date of patient's death and implant duration are unk. It is unk if the death was device related. It was additionally reported that a second device, model #6900ptfx, was implanted. Refer to MFR #2015691-2009-09991. No further detail were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.